Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: jdw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. D1: the brand name was corrected from synthes guidewire to 2.0mm threaded guide wire 230mm. The user facility reported the model number as 29.265. The correct catalog number (not model number) should be 292.65.

Manufacturer narrative:
Device used for treatment not diagnosis.(B)(4).

Event description:
User facility medwatch#: (B)(4) was received.